Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported while working at pharmacy, she was handling a box of insulin syringes and received needle stick in her finger with a needle that was protruding through the box with missing shield. Consumer went to the hosp and received a tetanus shot as she was instructed.